Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Functionally, the device was inflated and did not demonstrate any leaks. There were no other functional abnormalities. Visual and functional testing of the returned sample confirmed the product met quality release specifications and the reported condition was not confirmed. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 07/17/2015

Event description:
Procedure: laparoscopic prostate malignant tumor surgery according to the reporter, after placing the device into the site, the surgeon tried to inflate the balloon, but it was difficult. Another balloon was opened and used to complete the case. No further incidents were reported. There was no patient harm. The operating time was not extended. There was no tissue damage. Nothing fell into the cavity. No bleeding.